Manufacturer narrative:
(B)(4) zipper does not align. Evaluation, result: although evaluation shows that the returned canopy zippers align correctly. Evaluation of the left side window: perimeter guard zipper slider body is open. Note: posey instructions for use warning: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer reported that the zipper on the canopy does not align when they try to close the zipper. Customer did not indicate when the problem was discovered. There was no patient incident or injury reported.